Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited a high pacing lead impedance and no capture in bipolar mode. Programming changes to unipolar mode were made and consistent capture and normal impedance was observed. The patient was stable and to continue with remote monitoring.